Event description:
Account reported a negative suds hiv1 result on a known aids pt. The sample was repeat reactive when tested with abbott hiv 1/2. The sample was sent for western blot testing with indeterminate results for hiv1 (p55, gp120 and gp160). There was no impact to pt management.